Event description:
It was reported that the user experienced nocturnal hypoglycemia, initially treated with large amounts of food and dairy, followed by recurrent hypoglycemia approximately two hours later, after which the user ingested additional carbohydrates and announced a meal while still low; coaching was provided to treat lows with fast-acting carbohydrates only, avoid announcing meals while low, and recheck per guidance. Symptoms included lightheadedness with documented glucose values down to 54 mg/dl before overtreating and 44 mg/dl after overtreating. Outcomes included prolonged low glucose duration with intermittent brief rises above 75 mg/dl before return to range, without hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction and suggested user management factors, including overtreatment of lows and announcing a meal while hypoglycemic, as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.